Event description:
Additional information received noted that the dislodgement was discovered through echocardiography. Pericardial effusion was also noted. The right ventricular lead also exhibited high capture threshold and varying r wave amplitude.

Manufacturer narrative:
The reported events of lead dislodgement, pericardial effusion, inadequate capture and r-wave amp variation were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. X-ray examination of the lead found the inner coil was over torqued consistent with the procedure damage. The cause of the reported event of a helix mechanism issue was isolated the inner coil over torqued consistent with procedure damage. No other anomalies were identified.

Event description:
It was reported that the patient presented prior to procedure. It was noted that the right ventricular (rv) lead had dislodged and resulted in high capture threshold measurements and a drop in r wave amplitudes. The physician elected to schedule a lead revision procedure where the rv was removed and replaced. During the procedure, it was noted that the helix had failed to be retracted. The patient was in stable condition throughout.